Manufacturer narrative:
There was no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin (B)(4) group learned that the facility became aware of the contamination through water testing of samples taken prior to the disinfection cycle. The customer stated that the disinfection procedure has been performed according to the instructions for use (IFU). The device is currently still in use, and is used inside the operation theatre positioned with the rear of the device directed away from the patient. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for contamination with mycobacterium intracellulare. There is no known patient involvement.